Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that this warm touch 5200 blower (pt warmer) had an abnormal smell and smoke was seen. The pt was not harmed or injured as a result of the event.